Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 461 mg/dl and treated with manual injections. The customer stated that the insulin pump did not received no delivery alarm. The customer stated that their experience headache all the day. Customer decline to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.